Event description:
On (B)(6) 2009, pt's father reports receiving the recall letter and are not having issues with both the up and down arrow buttons. He states it took 4 - 5 attempts this morning to get the infusion device to bolus. Father reports pt noticed this a couple of weeks ago. Attempted to troubleshoot; neither the up nor the down would respond to the button presses. Infusion device timed out. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.